Event description:
The customer reported that the device jaws could not be re-opened and would not cut. It is unknown if the device was on tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.